Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found that the random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.